Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax light mesh on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax light mesh. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2019) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax light mesh on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax light mesh. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2020 - patient was diagnosed with bilateral inguinal hernia and umbilical hernia thereby underwent robotic repair with implant of 3dmax light mesh (left - device #1 & right - device #2). Per op notes "a right sided 3dmax light mesh (device #2) and left-sided 3dmax light mesh (device #1) was placed and sutured." (B)(6) 2020 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of unknown bard mesh. Per op notes "adhesions were freed and an oval coated bard mesh was placed and sutured."